Event description:
Additional information was received from the rep. The rep reported that the x-ray showed the leads were in the original position. No other interventions have been tried besides turning the stimulator off. The patient does get relief if the burning pain when she turns it off. The issue was not resolved. See related (B)(4) for information related to infection.

Manufacturer narrative:
Continuation of d10: product ID:977c265, serial# (B)(6), implanted: (B)(6) 2020, product type:lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977c265, serial/lot #: (B)(4), ubd: 04-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated they were having a burning sensation where her leads were located in her back. She stated that it had gotten worse over the last few months. The were no known contributing factors that they knew of. The patient has an appointment scheduled with their doctor on (B)(6) 2021. The rep was planning on being there to check the patient's stimulator. The patient was instructed to turn off their device to see if the burning sensation goes away. It was stated that she had turned it off and it did diminish and was not as bad as when the stimulator was on. The rep planned to check impedances at their appointment with the patient's doctor on (B)(6) 2021. The issue was not yet resolved. Surgical intervention had not occurred and was not planned at this time.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Manufacturer representative (rep) reports patient(pt) having burning sensation at lead site(paddle), since her lead revision, the last revision on record was (B)(6) 2020. Rep said last couple of months, but she admitted that she didn't know the timing of things. Rep said the sensation is bad enough that pt doesn't want to turn stimulation on, because pt has the dry heaves when stimulation is on. Rep said patient is having difficulty with recharging and that paddle has been replaced as well as new controller. Rep said the physician assistant(pa) thought the sensation pt is feeling might be the cause of recharging issue and he inquired about possibly neurostimulator(ins) needing replacement. Rep said patient is taking 2 hours to recharge 30%, with excellent quality of recharge. Patient doesn't have stimulation on when recharging. Technical services(ts) reviewed that recharging issue may or may not be ins issue, or stimulation issue, and usually it's not ins issue. Rep said impedance is normal, ts didn't ask for any specific numbers. Hcp ordered imaging of the lead to see if it might have moved, no results yet. Ts advised looking at the recharge data before determining ins being the problem. Ts also asked if patient has ever turned stimulation down to see if patient still has the burning sensation. Rep indicated that patient then doesn't feel any stimulation unless it's set high at 7ma. Rep further said pt has to arch the back to feel stimulation. Also discussed the possibility of scar tissue causing patient to have to increase stimulation so high to feel stimulation, but then gets overstimulated when stimulation is felt. Rep to get imaging information and recharge data to discuss further. The caller was not with the patient. Stimulation setting is at 200hz. The rep would call the patient to see if she can run the stimulation at a lower level and still get pain relief for her leg and foot. If not, they may consider removing the device and lead.